Manufacturer narrative:
The device was returned to the MFR for repair and eval. A review of the mfg records indicated that there were no non-conformance during manufacture that would be related to this complaint. All testing requirements were met. The inspection found that the packaging was full of contamination from batteries leaking. The batteries had vented and anode ejection was present. The white wire was found damaged inside the battery pack. The insulation had been removed exposing the copper wire.

Event description:
It was reported that the pulsavac plus had severe damage to the inside of the unopened package. Add'l clinical f/u with the customer indicated that it appeared as if the battery exploded and disintegrated with the unopened package. The customer also stated additionally that, "the pin had been left in." Alternate stock product was immediately available for use and no other product had been identified as affected similarly. There was no report of harm, injury, or medical/surgical intervention.